Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 400 mg/dl. Customer experienced nausea and abdominal pain. Customer was using insulin pump within 48 hours of high blood glucose event. Customer does not wish to continue troubleshooting. Insulin pump will not be returned for analysis.